Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump alarmed with a button error. Customer's blood glucose was 54 mg/dl. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use and revert to a back-up plan. Nothing further was reported.